Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2018. The patient¿s pd cycler was returned with a noted indicate the patient expired. Subsequent attempts to obtain additional information have thus far proven unsuccessful. As such, the hospital course and specifics regarding the patient¿s death are unknown. Furthermore, it is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization. The liberty select cycler was returned to the manufacture for product evaluation.

Manufacturer narrative:
Clinical investigation: based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. On 07/09/2018, a liberty select cycler was returned to the manufacture and contained a document stating this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on 18/jun/2018. Subsequent attempts at obtaining additional information have thus far proven unsuccessful. There is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.